Manufacturer narrative:
Onsite service was not generated for this event. The customer technical support (cts) specialist assisted the customer in finding a crimp in the waste line. The customer was able to straighten the waste line resolving the leakage. The cts also assisted the customer with replacing the vacuum filter as a preventative measure. The customer is operational to date. (B)(4).

Event description:
The customer reported more than 1 ml of uncontained fluid leaked from a bath overflow in a coulter ac·t diff analyzer onto the counter during normal instrument operation. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.